Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past six months from date manufacturer was made aware.

Event description:
It was reported that the patient was having frequent and extended ipg charging. It was also reported that the patients battery depleted all the way down to the point patient no longer feels a stimulation. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was not returned per hospital.